Manufacturer narrative:
Corrected and additional information has been provided in b.3 and d.11. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported explantation of an intraocular lens of the left eye, approximately 3 months following the initial implantation procedure. The patient reported blurred vision at distance and near. The initial iol was exchanged for a monofocal iol. The patient was referred to a corneal specialist for consultation. It was noted that the patient's symptoms may not be related to the iol, but may be due to underlying ocular pathology.